Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and there were some alarms in the history. Blood glucose value was normal and didn't require medical treatment. The insulin pump was out of warranty and was not replaced.